Event description:
It was reported a vascular stent became twisted and narrowed during deployment in the proximal popliteal and distal superficial femoral artery. The catheter was advanced without incident. During initial deployment, it was observed that the stent landed a few millimeters proximal to the intended location. The remaining portion of the stent was deployed and severe twisting of the stent was observed 10-12cm from the distal end. The delivery system was removed without incident. A pta balloon catheter was then used to dilate the twisted portion of stent. Another MFR's stent was then implanted within the twisted portion of the previously placed stent. Final angiography demonstrated suitable patency results. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.